Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this pacemaker device reached end of life (eol). Boston scientific technical services (ts) discussed on borrowed time and device should be removed right away. Additional information indicated that the device exhibited premature battery depletion (pbd). The battery went 1.5 years to eol with in three months. This pacemaker device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker device reached end of life (eol). Boston scientific technical services (ts) discussed on borrowed time and device should be removed right away. Additional information indicated that the device exhibited premature battery depletion (pbd). The battery went 1.5 years to eol with in three months. This pacemaker device was explanted. No additional adverse patient effects were reported. This supplemental report is being filed as update from product investigation was received.